Event description:
On (B)(4) 2015, the reporter contacted lifescan USA, alleging error 5. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1: the lay user/patient¿s meter was returned and evaluated by lifescan product analysis with the following findings: no error message is observed during taking tests and obtain the readings. Unable to duplicate the error during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.